Event description:
The device was used during a subtotal gastrectomy procedure. Reportedly, the instrument did not cut and there was unanticipated tissue loss. The surgeon used another instrument to complete the procedure. The hosp has reported the pt is in satisfactory condition.